Manufacturer narrative:
Combination product: yes.

Event description:
Lv lead insulation and wiring pulled away from connector pin upon trying to disengage from old device. This lead is out of service, but remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.